Event description:
It was reported that the customer's blood glucose went up to 400 mg/dl while she received a reading from her sensor of around 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2015-11351.